Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) with the related watchman delivery system inside the sheath. The device was bloody. The hub, sheath and tip were microscopically and tactile inspected. Inspection revealed tip damage (misshapen/torn/delaminated). The damage to the device is consistent with a full implant recapture. There were no missing portions of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed on 19 april 2018. It was reported the laa was too large and the closure device was not stable. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman® laa closure device & delivery system and a watchman® access system were used. The closure device was deployed, but the laa was too large. The closure device was not stable during the tug test, so it was fully recaptured and removed from the patient. The procedure was stopped. There was no issue reported for the access system and there were no patient complications. However, device analysis revealed inner liner delamination on the tip of the access system.